Event description:
It was learned through investigation that a patient with a 33mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of eight (8) years and two (2) months due to regurgitation. The patient presented with dyspnea. A tmvr procedure was performed with a 29mm 9600tfx transcatheter valve. The patient was stable post procedure and discharged on pod #1.

Manufacturer narrative:
Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors, including chronic kidney disease/dialysis and coronary artery disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve, implanted in the mitral position, underwent a valve-in-valve after an implant duration of 8 years, 2 months due to regurgitation. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.